Event description:
Essure causes excessive bleeding and pain resulting in multiple surgeries. There are also migraines and visual problems associated with the faulty device. It migrated into the uterus. Reference report: mw5148121.